Event description:
A presented with a subarachnoid hemorrhage (sah) in 2007. Upon CT scan, he was also found to have a 5 mm aneurysm. One day after the presenting sah, a coil embolization procedure was performed to treat the aneurysm. On three and a half months alter follow up, cerebral angiography revealed residual aneurysmal filling. Therefore, the pt was hospitalized for a stent assisted coiling of the residual aneurysm. Upon completion of the procedure, there was no residual aneurysm visualized on angiography. In the early post procedure period, the pt developed acute respiratory distress that required reintubation. Anticoagulation was stopped. Repeat CT revealed diffuse sah. Brain death was declared on the next day.

Manufacturer narrative:
Suspect medical device, device info is unk as device batch/lot number has not been provided to the MFR. Device code: other (no malfunction was alleged on the device in question). Type of reportable event: it was initially reported that the physician did not believe the death was related to the device. However, eval of new info received reveals that the cause of death is undetermined, but possibly relates the event to the device. This event was originally reported under initial MFR. Report# 2939204-2008-00056. Upon review of add'l info received on 05/09/2008, the MFR was informed that a detachable coil and guidewire used during the procedure performed in 2007 were manufactured by the MFR. Thus, initial MFR. Reports #2939204-2008-00225 and 2939204-2008-00226 have been filed for the detachable coil and guidewire, respectively.